Event description:
It was reported the printer was not working. It was also reported there was frequent intermittent loss of telemetry and it was requested to check the rf (radio frequency) head port. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 229047, analyzer; product ID 2067, rf (radio frequency) head. (B)(4).